Event description:
When merging today there was a bigger shift than normal. They tried to take multiple shots but could not clear the shift that was happening.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "pre-op CT to 2d registration fails" for egps the pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan and patient anatomy. A root cause could not be determined due to insufficient information. The software logs could not be obtained after multiple good faith attempts. Suggested troubleshooting measures for the user would be to try different shots and registration types, re-assign centroid positions, take more true ap and lat shots, and adjust brightness/contrast of the fluoroscopic images. The observed severity did not exceed the anticipated severity. The observed overall risk level is low, which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.